Event description:
It was reported that, during the implant procedure for the superion indirect decompression spacer, the inserter an instrument used to implant the spacer, was bent. The procedure was cancelled after the patient had been sedated. The inserter was retained by the facility.